Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a "low battery, problem with battery". There was no patient involvement.